Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported as constipation. On the same day as the event onset, the patient was hospitalized for peritonitis. Also that same day, the patient started treatment with intraperitoneal reflin (500mg ¿each bag six hours one¿), intravenous piptaz (2.25g three times daily; duration not reported), and intravenous metrogyl (500mg twice a day; duration not reported) for peritonitis. Dianeal therapy was ongoing. Patient outcome was unknown. No additional information is available.